Event description:
Literature: mizukawa k, kondoh t, kohmura e. Intrathecal baclofen therapy in patients with ventriculoperitoneal shunt: a report of 3 cases. Jpn j neurosurg. 2008;17(10):794-798. Summary: review of 3 patients who have a ventriculoperitoneal shunt received intrathecal baclofen. It was reported that baclofen was started at 50 mcg per oral amount and then increased to 57mcg on the 17th day and 65 mcg on the 22nd day. Vomiting and bowel sounds feebleness were observed upon the 25th dose and the amount was reduced to 60 mcg and paralytic ileus appeared on the 28th day. The dose was reduced to 50 mcg and with fasting and stomach tube drainage, the ileus gradually improved and healed. The dosage was increased from the 57th day at the rate of 5 mcg/week until 75 mcg and ileus relapse was not observed. Spasticity, tremor and segmental dystonia markedly improved. It was reported that this complication was thought to be related to the ventriculoperitoneal shunt. See manufacturer report number: 2182207-2009-02235.